Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin. Net with post-paced t-wave over-sensing on their implantable cardioverter defibrillator. Patient will continue to be monitored due to the fact that there was only a single episode. Patient had no consequences as a result of this event.